Manufacturer narrative:
The customer performed hardware verification by performing a system check and fifteen (15) replicate precision run. All tests passed verification specifications. No hardware or system issues were identified as contributing to the event. The access accutni+3 reagent was not returned for evaluation. The cause of the event cannot be determined with the supplied information. All MDR's associated with this report: 2122870-2015-00227 2122870-2015-00228 2122870-2015-00229 beckman coulter (bec) internal patient identifier number is (B)(6).

Event description:
The customer reported non-reproducible troponin I (access accutni+3) on their access 2 immunoassay system (serial number (B)(4)) for five (5) patients. This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient 1). The customer repeated the sample on the same access 2 immunoassay system and obtained lower results, within the customer's established normal reference range. The initial, elevated accutni+3 result were not released from the laboratory. There was no change or impact to patient care or treatment. MDR#: 2122870-2015-00227 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for two patients (designated as patients 2 and 3). MDR#: 2122870-2015-00228 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient 4). MDR#: 2122870-2015-00229 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient 5). All system parameters (including quality control, calibration and system check) were within assay/instrument specifications. The patient samples were collected in lithium heparin gelled plasma tubes and centrifuged at 5135 revolutions per minute (rpm) for two (2) minutes. No issues with sample integrity were reported by the customer.